Event description:
It was reported that a malfunction with code malf 9 occurred, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer with this process, which successful as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared, which was understood by the caller.